Event description:
35 minutes into hemodialysis treatment staff report a disconnect between the bloodline pt connector and fistual needle. Pt's blood was returned. Documented estimated blood loss =2-3 units. Pt was hospitalized from 4/02 to 4/02. Pt has since resumed regular dialysis treatements at the unit. Complaint sample was discarded at the time of the incident and lot number is not known.